Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿always remove all air bubbles before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the pump takes space where insulin should be and can affect insulin delivery.¿

Event description:
It was reported that the customer was not following the proper technique to fill a cartridge. The customer was not performing the air removal step prior to filling the cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 581 mg/dl, which was addressed with a bolus delivery, and insulin shots. During follow up, the custom's bg level went down to 243 mg/dl. During system check with tandem technical support the customer reported air bubbles were observed in the infusion set tubing. Reportedly, the customer primed the tubing to resolve the issue, and continued using the pump for insulin therapy.